Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a clinical study form that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) reported pain in the device area for the past month. The device was implanted in (B)(6), and the pain was suspected to be related to the implant procedure. The patient's medications were adjusted, and an x-ray was performed which confirmed there were no changes in the device position since implant. It was reported the issue is on-going and is being managed with medications. No adverse patient effects were reported. Untouched study.